Manufacturer narrative:
H10: it was confirmed that following the touchscreen replacement the device was back in use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they touchscreen was out of calibration. The customer attempted to calibrate the device, but the calibration would not hold. The customer requested and was provided with the part information for the touchscreen. This investigation is ongoing.